Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG signal was unable to be acquired and console was switched out for another. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer evaluated customer reported they were not able to get an ECG signal on pump. Noisy trace and would not trigger on ECG. Pump did trigger on pressure waveform. Pump was swapped with another pump. Could not duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.